Event description:
It was reported that the patient had multiple inappropriate shocks due to t-wave oversensing. The system was programmed off and replaced with a trans-venous system. The system remains implanted along with the trans-venous system. There were no additional adverse patient effects.

Event description:
This supplemental report is being filed to provide additional information that the product has been explanted. There were no additional adverse patient effects. It was reported that the patient had multiple inappropriate shocks due to t-wave oversensing. The system was programmed off and replaced with a trans-venous system. The system remains implanted along with the trans-venous system. There were no additional adverse patient effects.

Manufacturer narrative:
The complete electrode was returned for analysis. A visual inspection found a crack in the polycin vorite notch area next to sense b electrode extending into the insulation, but no conductors exposed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. This supplemental report is being filed to provide additional information that the product has been explanted. There were no additional adverse patient effects. It was reported that the patient had multiple inappropriate shocks due to t-wave oversensing. The system was programmed off and replaced with a trans-venous system. The system remains implanted along with the trans-venous system. There were no additional adverse patient effects.